Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-33416. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets cannula crimped. First event on 27-oct-2024 for two sets and second event on 15-oct-2024 for one set. The event occured within 3 hours of insertion. Insertion site was abdomen. The blood glucose level was 638 mg/dl. Therefore, patient was treated with correction injection. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final (B)(4). - device 1 of 3.